Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation generated an alarm for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The anesthesia workstation was investigated at the hospital by our company representative. No faults or deviations could be detected. No parts were replaced. The anesthesia workstation was returned to clinical use. The received logs confirm the reported issues with unstable pressures and volumes on some occasions during the event date. A successful sco was performed prior to the event and there is no technical error in the log. Based on the log evaluation alone, we have not been able to determine the true cause of the reported event.

Event description:
Manufacturer's ref #:(B)(4).